Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr ous 3.50 x 48mm stent delivery system (sds) was returned for analysis. A visual and tactile examination of the hypotube found multiple kinks and a break at 23cm distal to the distal end of the strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Examination of the crimped stent via scope found no evidence of stent damage. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that crossing difficulties were encountered. The target lesion was located in a severely tortuous and moderately calcified coronary artery. A 3.50 x 48mm synergy xd drug eluting stent was advanced for treatment. However, stent failed to cross the lesion due to angulation. The procedure was completed successfully with a different device and no patient complications reported. However, returned device analysis revealed hypotube detached/separated.